Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided additional event details, laboratory data, and additional medical history. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) had exhibited high watt alarms and that the patient had initially presented with acute onset of shortness of breath, atrial fibrillation, and methicillin-susceptible staphylococcus aureus (mssa) bacteremia. The patient received high-intensity heparin and palliative care had been consulted. The patient was later admitted with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. The vad also exhibited high watts alarms again. A thrombus on the vad impeller was suspected. The patient received anticoagulants, thrombolytics, and antiplatelet therapy. The patient then underwent a vad exchange.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis was not conducted since log files covering the reported event date were not available. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from specifications. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that the patient experienced suspected internal pump thrombus and the device was further explanted. Additionally, the patient experienced elevated power consumption, acute onset of shortness of breath, atrial fibrillation, and methicillin-susceptible staphylococcus aureus (mssa) bacteremia. The patient received high-intensity heparin and palliative care had been consulted. The patient was later admitted with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. The patient further received anticoagulants, thrombolytics, and antiplatelet therapy. As a result, the reported high power and thrombus events could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high-power event including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Per the instructions for use, thrombus and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative co urse. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis was not conducted since log files covering the reported event date were not available. Information received from the site indicated that the patient experienced suspected internal pump thrombus and the device was further explanted. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from specifications. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these mechanical abrasions are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed no evidence of thrombus within the device. As a result, the reported thrombus event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected internal pump thrombus. The ventricular assist device (vad) was exchanged with a competitor device. No further patient complications have been reported as a result of this event.